Manufacturer narrative:
MFR's report date: 04/08/2011. Internal (B)(4). An investigation could not be performed. Reporter indicated on medwatch that the device is not available for eval. The cause of reported leak is unk.

Event description:
Customer medwatch reported "nurse entered room to complete bedside report; mom stated that tubing was disconnected from pt. Spontaneous disconnect of tubing and IV tubing was dangling. Tubing and fluid were removed and new IV fluid and tubing strung. Physician's were notified that medication infusion became disconnected." No pt harm was reported.